Event description:
The manufacturer's representative reported the pt's pump was underinfusing. The pt was experiencing withdrawal and increased pain. A catheter dye study was done - "replaced even though patent." The pump was explanted due to "drug in pump was not correct." A follow up report will be sent when additional information is received.